Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ilet alert during sleep and the ilet report showed a transient hyperglycemic excursion, with blood glucose reaching 218 mg/dl for about an hour before decreasing to 169 mg/dl, with the cause unclear. Symptoms included hyperglycemia. Outcomes included no long-term impact and no need for medical intervention. Investigation included review of available device data and user report. Investigation of this case revealed no device malfunction or component failure based on the information provided and was consistent with an isolated, self-resolving hyperglycemic event of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.